Manufacturer narrative:
Product event summary: the data files and the 217f3 freezer catheter with lot number 32211 were returned and analyzed. The received patient file was recorded on a date different from the reported event date. The reported issue "no signals in the distal electrodes" cannot be recorded in the data files. During external visual inspection of the shaft segment, a kink was observed on the shaft. The shaft was kinked and bent at the nose of the handle. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). Without reprogramming the catheter, it was connected to the test console for system performance testing. During system performance testing with the console, the console initiated a "coaxial connector" animation warning. During pressure testing and inspection of the shaft segment, a shaft breach was observed at tip of handle from the catheter tip. In conclusion, the reported issue "no signals" was not able to be confirmed though analysis. The freezer catheter failed return inspection due the shaft kink and the shaft breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there were no signals in the distal electrodes. The cables were replaced without resolution. The electrophysiology (ep) catheter was replaced and the same issue occurred again. The electrophysiology (ep) catheter was replaced again which resolved the issue. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two pdf files were returned and analyzed. The first file demonstrated the avnrt diagnostic report generated on the event date. It included information about the model of the catheter used, along with its lot number (30433), as well as some statistical data about the performed procedure. However, it did not include information about the electrocardiogram (ECG) performance of the catheter. The second file also demonstrated the avnrt diagnostic report generated on the event date. It included information about the model of the catheter used, along with its lot number (30433), as well as some statistical data about the performed procedure. However, it did not include information about the ECG performance of the catheter. The catheter with lot number 30433 was not returned for analysis. In conclusion, the reported issue "no signals" was not able to be confirmed though analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.